Event description:
It was reported the customer was experiencing high blood glucose. Customer also believed insulin was not being delivered to their body as their blood glucose would not lower. The customer stated their blood glucose increased to 247 mg/dl after they treated their blood glucose with a 2.0 unit bolus. Troubleshooting found insulin was able to exit from the customer's tubing. It was also found the customer had an occluded cannula. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.